Manufacturer narrative:
Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for melena and 6.4 hemoglobin and was 11.8 melena at home the previous day. The patients international normalized ratio was 3 upon admission. The patient was transfused with 4 units of packed red blood cells during admission. The patient was discharged on (B)(6) 2020. The patient's esophagogastroduodenoscopy from (B)(6) 2020 was negative. The patient underwent a colonoscopy on (B)(6) 2020 but found to have poor prep. An upper push enterscopy performed on (B)(6) 2020 found a single actively bleeding lesion in the mid jejuneum and 2 non-bleeding lesions in the same stretch of intestine. The patients acetylsalicylic acid (asa) (aspirin) was 81mg. The patient remains at home with stable hemoglobin since his discharge. The patient international normalized ratio (inr) remained between 2 and 3 but the patients asa was decreased from 325mg to 81mg daily.